Event description:
Per the clinic, the patient experienced recurring infections at the abutment site (specific dates not reported). Subsequently, the patient was transitioned to a transcutaneous osia implant system on the contralateral side on (B)(6) 2024.